Manufacturer narrative:
(B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). The customer was able to resolve the issue without (B)(4) service. No further information has been provided. As an investigation could not be performed, a root cause was not determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Device evaluated by customer.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that an error message, no monitoring or control of pump 1 for bubble detector, is displayed on the pump screen. The message normally appears when the bubble and level sensor are turned off. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report that an error message, no monitoring or control of pump 1 for bubble detector, is displayed on the pump screen. The message normally appears when the bubble and level sensor are turned off.